Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped from 20% to 5% in less than a minute. Subsequently, the customer received a low power alert. There was no impact to the customer's blood glucose level.